Event description:
Ref. Imp# (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found bent tip clamps in the problem area of the pipetter assembly. The fse replaced tip clamps and checked x-arm alignment and calibration. The instrument was inspected tested without further problem, and returned to service.